Event description:
Received a voluntary medwatch from the facility reporting a pt with peripheral infiltrates in the left eye 6 days following uneventful prk surgery. There was no epi defect and no cultures were taken. The pt was treated with antibiotics and non-steroidal anti inflammatory drugs. The site verified the autoclave spore test passed that week. Indicator strips passed, no common lot number or brands of bandage contact lenses were used and the same vial of mmc (mitomycin c) was used on all pts treated the same day. At five weeks post-op ucva and bcva were 20/25-1 in the left eye. Additional info from the user facility report: pt underwent uneventful prk w mmc (B)(6) 2012, prk with mmc 0.02% for 12 seconds ou. Presented at 6 day post op with peripheral infiltrate os at pod 6 - no epi defect - no cultures taken - cleared with d/cing zymar and starting besivance and gentamicin. Pt 1 of 4 pts with infiltrate 1 eye in early post op period. Eight pts 16 eyes treated that day. Referred surgeon to our medical advisor for support. Surgeon does not start steroids until eip healed. Advisor thought infiltrates nsaid infiltrates. Autoclave spore test passed that week. Indicator strips passed. No common lot number or brands to bcls. Same mmc vial used on all pts that day. Pt treated on transportable allegretto . We did not receive incident reports until (B)(6) 2012. Pt follow-up (B)(6) 2012. Vasc ou 20/25-1. Rxm od -0.75 + 0.75 x 155 ni. Os -0.50 + 1.25 x 070 20/25-.

Manufacturer narrative:
Customer canceled service request. A root cause has not be identified. (B)(4). Additional info from the user facility report: d.3.: alcon, fort worth, texas; d.4.: model # allegretto; serial #(B)(4).